Event description:
Additionally, product analysis found that the bur was partially broken and stuck in the handpiece.

Manufacturer narrative:
H3: product analysis found that only a portion of the proximal inner assembly was returned in a small resealable bag. Upon return, traces of dark residue were observed on the inner hub. It was also observed that the inner hub was deformed and cracked at the distal end of the hub. The inner shaft was broken 0.58 inches from the distal end of the inner hub to the broken point. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: the previously applied fdm b01, fdr c20, fdc d16 and additionally img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, the consumable was unable to be removed from the m5 handpiece. The unit was sterilized with the disposable still in place. There was no patient impact. Product analysis found that, a partial bur was stuck in the m5 handpiece.